Event description:
Consumer alleges that a heating pad caused 2nd and 3rd degree burns to his leg that required an amputation below the knee months later.

Manufacturer narrative:
Consumer is a diabetic. Our warnings and instructions clearly state not to use our heating pad if you are diabetic, therefore, the warnings and instructions were not followed. The investigation of this product is ongoing and once we are allowed access to all the info, we intend to supplement this report, if necessary.